Event description:
The customer reported that the system locked up and experienced a "control panel" error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced with the original unit that was replaced on a prior service event. The system was tested and found to be working as intended and returned to service.